Event description:
Large upper right leg hematoma at catheter insertion site, 5 to 6 inches in diameter. Right leg pain and weakness, two week duration. Constant fever, chills, abdominal cramping, duration three months. Multiple urinary tract infections, resistant to antibiotics. Flu like symptoms beginning one month post uae. Chronic persistent vaginal discharge, ammonia odor. Constant lrq pain. Occasional right sided stabbing pain lrq. Perfuse vaginal discharge three months post uae. Severe abdominal cramps with visit to ER. About 3 months post uae, fibroid was hanging out of cervix. Daily cramping, chills, and perfuse vaginal discharge subsided. Vaginal discharge with ammonia odor continues. Vaginal bleeding and cramping increasing, worse with each menstrual period.